Event description:
Upon taking the irrigation drape out of the fluid warmer at the end of a procedure, a pin hole was noted in the drape. Saline irrigation was leaking through. The nurse anesthetist (crna) re-dosed the patient with 1 gram of cefazolin at the end of the procedure.